Event description:
Medtronic recall. Due to the patient's ischemic cardiomyopathy and past history of ventricular tachycardia, it was recommended that the pacemaker be changed. It was exchanged without difficulty.